Event description:
It was reported via repair work order that there is exposed wiring at the power cord strain relief. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was found that the device was replaced due to the device that was reported was not repairable.

Event description:
It was reported via repair work order that there is exposed wiring at the power cord strain relief. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.